Event description:
A report was received that the patient's ipg was not able to charge and was having communication difficulty with the remote control (rc) since the lead revision procedure. The physician believed that electrocautery used during revision damaged the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician's implant manual (B)(4)).

Manufacturer narrative:
Sc-1132 sn: (B)(4) device evaluation indicated that the device would not be linked after several charges. It exhibited excessive current leakage due to asic-u2 damage. The sleep current measured 10.0 ma, and the surface temperature of the component measured 29.1 ºc. It was reported that an electrocautery was used during the lead revision, and resulted in the device damage.

Event description:
A report was received that the patient's ipg was not able to charge and was having communication difficulty with the remote control (rc) since the lead revision procedure. The physician believed that electrocautery used during revision damaged the ipg. The patient underwent an ipg replacement procedure. The patient was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physician¿s implant manual (B)(4))